Event description:
It was reported that during an unk procedure, the device delivered an incomplete staple line. The surgeon used hand sewing to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.